Event description:
Customer reported a high blood glucose reading of 324 mg/dl and stated that she had difficulty bringing it down. She stated that she ended up giving herself more bolus. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.